Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3-date of evet is estimated.

Event description:
It was reported patient experienced ineffective therapy and had pain at the ipg and lead sites. Reprogramming was attempted. Physician also prescribed medications for pain. As a result, surgical intervention was undertaken where the entire system was explanted.